Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a micro dislodgement, diminished sensing and threshold rise approximately three months post implant. The lead was revised and remains in use. No patient complications have been reported as a result of this event.